Event description:
Approximately 10 months post-operatively the patient began to experience pain in operative knee. The tip of the screw was found floating in the patient's joint space at approximately 12 months post-op. The screw was implanted in the tibia with a hamstring graft. It is unknown if the tip was protruding into the joint space. An MRI was taken prior to the removal of the tip did not reveal the tip. The tip was removed along with a scar nodule, the rest of the implant remains in the patient. The patient was fully healed at the time of the second procedure. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The implant was not returned for evaluation. A picture revealed the tip of the implant inside the patient's joint space. Several cracks can be observed on the tip but since the rest of the implant remains in the patient's bone, cracks can not be determined in that section. It is possible that the cracks on the tip may have occurred during implant insertion into the bone. However, a definitive cause has not been determined from the information available.